Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose (bg) was 228 mg/dl. Tandem technical support reviewed how the insulin gauge reading works with the customer.

Event description:
Customer reported that the insulin gauge reading was accurate at the time of the report.